Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the communicator was observed to have a burning smell. The communicator was taken apart and an electrical component was observed to be burned.

Event description:
It was reported that the communicator showed yellow call doctor icon. The communicator was returned for product analysis. Additional information from the product investigation indicates that the communicator power brick was observed to have had a burning smell. The product was taken apart and an electrical component was observed to be burned.